Event description:
A report was received that during the trial implant procedure the patient's vital signs dropped and the patient had to be given oxygen and chest compressions after breathing had stopped. Emergency personal gave the patient a sedation reverse medication and the patient began breathing. The patient was monitored over night at the hospital and is reportedly doing well. An MRI was taken and revealed that the patient had a stroke. The physician doesn't believe the stroke is related to the device. The patient is continuing monitoring with a non bsn physician.